Event description:
Physician at bedside, intubating patient due to respiratory distress. Md used greenline macintosh curved blade (number four) and greenline handle. No difficulty sliding heel of blade onto the handle. Md reports the blade was illuminated. During intubation, a piece of the green plastic heel on the blade broke off. The piece was able to be retrieved from the patient's airway, but not before the patient's tongue, upper and lower lips were cut. Pt intubated using another blade. Cuts were minor and did not require sutures/repair. Md reports pt had an anterior airway and was a "difficult" intubation. Per md, he had to "really crank up on the airway," which he attributes to the heel breaking. The md and staff have not had this happen in other difficult intubations. Staff and md report there were no visual cracks or defects in the device prior to use.